Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to be damaged. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm fenestrated bipolar forceps instrument did not have broken components on distal end. The instrument had a broken cable.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the crimp on the wrist control cable was found to be dislodged at the grip hub. As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. The probable root cause of a dislodged cable crimp is attributed to component failure.